Event description:
While performing a literature review (goodman s, saastamoinen h, shasha n, gross a. Complications of ilioischial reconstruction rings in revision total hip arthroplasty. The journal of arthroplasty. 2004;19(4):436-446). For the contour reconstruction rings, the following incident was found: fractured inferior flange and loose ring following hip revision surgeries.